Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable on the battery was broken/cracked due to the cable catching on a door. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed a tear on the output cable. The damage that was observed did not affect the functionality of the device. Further analysis revealed contamination within the battery connector, this is an additional observation not related to the reported event likely due to the handling of the device. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the damaged output cable can be attributed to the handling of the device as described in the event details. If information is provided in the future, a supplemental report will be issued.